Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that when the patient tried to activate a new pod, the needle did not deploy as intended and that even so, the pod fell off from the pod site. When the pod was removed, the cannula was not visible. No impact to the patient's glucose level was reported. The pod was worn less than an hour.

Manufacturer narrative:
The pod arrived fully deployed in pod state 15, delivering 58 pulses and completing both first and second prime. The needle mechanism was reset using the lock and load tool and redeployed as intended. The cause of the reported needle mechanism failure could not be determined. The device was returned with the adhesive pad fully attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive welds that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined.